Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the vacuum pump. The fse observed that the substrate dispense was delivering low volume. The fse replaced the substrate pump valve. The fse primed the system and performed a system check which yielded acceptable results. The fse calibrated the b-hcg assay and assayed quality control samples. The quality control results were within the laboratory's established ranges. In a follow-up call with the customer, the customer reported that no further issues have been observed with the analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report "ind" flags for beta human chorionic gonadotropin (b-hcg) for one (1) patient sample assayed with total b-hcg reagent on a unicel dxc 600i synchron access 2 immunoassay system. No results were reported outside of the laboratory due to the instrument-generated "ind" flags. There was no impact to patient treatment associated with this event. The customer reported that the level 1 quality control was recovering outside of the laboratory's established range. The customer reported recalibrating the b-hcg assay and reassaying the quality controls. The level 1 quality control again recovered outside of the laboratory's established range. The customer reported obtaining a "vacuum under limits" error.